Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair procedure there was iron powder produced during the use of the burr. A backup device was available. No patient impact was noted.

Manufacturer narrative:
Evaluation narrative - five 4.0 abraders were returned for evaluation. Visual assessment of each device showed no evidence of debridement/shedding. Functional inspection of each burr was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. The devices do not appear to have been used. No root cause related to the manufacture of the device can be established for the reported complaint. No further investigation is required at this time. Device returned for evaluation on 25 february, 2016. Device evaluated by the manufacturer. (B)(4).